Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the emr team was unable to connect to one of the es servers. A technical support specialist (tss) ran the downtime query, confirming the cce disconnected flag was set to 1. Further checks in health sight viewer (hsv) showed evident admit discharge transfer (adt) down, and the critical override (co) query indicated in bound down delay. Tss accessed the carefusion coordination engine (cce) and found services had been stopped since 10:27 am, with no disk space issues. Tss restarted the cce services, after which messages resumed successfully. Event viewer confirmed the service stop time, and the customer verified that message flow was restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, interface issue from emr to pyxis device. Device on critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.